Manufacturer narrative:
Concomitant products: product ID 3550-43, lot # n332309, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot # n290609, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot # n338971, implanted: (B)(6) 2012, product type screening device; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012 product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. A manufacturing representative had done some reprogramming and when the patient got home they noticed stimulation was too strong and it would zap them when they sat down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.